Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose after initiating ilet use, with difficulty announcing meals due to low readings and guidance provided to treat hypoglycemia with fast-acting carbohydrates and resume meal announcements once in range. Symptoms included hypoglycemia with a nadir of 46 mg/dl without loss of consciousness, dka, or other acute sequelae. Outcomes included temporary impact on daily activities for about one hour without medical intervention or use of backup therapy. Investigation included customer interview and troubleshooting with education on meal announcement practices. Investigation of this case revealed user-related use error due to missed meal announcements during the early learning period. It was concluded that the event was attributable to user technique and not a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.